Manufacturer narrative:
Per good faith effort (gfe) response, there was no patient involvement at the time the issue was discovered. The device was swapped out for another ventilator; no patient or user harm was reported. Furthermore, no repairs were completed by a philips service engineer as the hospital ultimately declined service and repair and decided to have a third-party vendor remedy the issue. Once the third-party vendor replaced the touchscreen, the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen became unresponsive while the nurse was using the ventilator to support the patient's respiration; other functions remained normal. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The customer called technical support to report that the touchscreen became unresponsive while the nurse was using the ventilator to support the patient's respiration; other functions remained normal. The investigation is ongoing.